Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse proactively replaced the ise tubing to ensure there would be no blockages in the tubing. They also cleaned the ise reference block, primed the tubing, and checked the mixing of the sample. The fse replaced the buffer valves on the instrument. The system was verified and restored to full functionality. The failure mode of this event is defective buffer valves. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) results on beckman coulter au5800 clinical chemistry analyzer serial no. (B)(4). There was no report of change to patient treatment in connection with this event. There was no report of calibration or qc issues reported by the customer.